Manufacturer narrative:
The device was received for evaluation. During functional testing it was observed that the "ok" key and number keys 2, 5 and 8 were inoperable. The cause was identified to be a failed keypad which requires replacement to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the "ok" key and number keys 2, 5 and 8 were found inoperable. No additional information is available.